Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ('dyspareunia (painful sexual intercourse)') in an adult female patient who had essure (batch no. 626902) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test." In 2014, the patient had essure inserted. On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urinary tract disorder ("bladder or urinary problem or changes"), bladder disorder ("bladder or urinary problem or changes") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss (specify which one) gain"). The patient was treated with surgery (hysterectomy (full),). Essure was removed on (B)(6) 2015. At the time of the report, the dyspareunia, female sexual dysfunction, urinary tract disorder, bladder disorder, fatigue and weight increased outcome was unknown. The reporter considered bladder disorder, dyspareunia, fatigue, female sexual dysfunction, urinary tract disorder and weight increased to be related to essure. The reporter commented: current weight 264 lbs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jun-2019: quality safety evaluation of ptc (product technical complaint). Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ('dyspareunia (painful sexual intercourse)') in an adult female patient who had essure (batch no. 626902) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". In 2014, the patient had essure inserted. On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urinary tract disorder ("bladder or urinary problem or changes"), bladder disorder ("bladder or urinary problem or changes") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss (specify which one) gain"). The patient was treated with surgery (hysterectomy (full),). Essure was removed on (B)(6) 2015. At the time of the report, the dyspareunia, female sexual dysfunction, urinary tract disorder, bladder disorder, fatigue and weight increased outcome was unknown. The reporter considered bladder disorder, dyspareunia, fatigue, female sexual dysfunction, urinary tract disorder and weight increased to be related to essure. The reporter commented: current weight (B)(6). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and medical record was received. Lot number was added. Events added from pfs- apareunia (inability to have sexual intercourse), bladder or urinary problems or changes, fatigue, weight gain, dyspareunia (painful sexual intercourse), she did not undergo confirmation test. Reporter information, aka name, essure removal date, race was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.